Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. It was reported by the vad coordinator, through patient outcome, that the patient expired on (B)(6) 2019. The cause of death was not provided. There were no reported device issues or malfunctions. It was reported that no autopsy was performed and, therefore, the device would not be returned for evaluation. The hm3 lvas IFU lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Heartmate3 lvas IFU rev. G is currently available. Death is listed in the hm3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired. The cause of death was not provided. There were no reported device issues or malfunctions. There was not an autopsy performed and the device was not explanted.